Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel seal extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate or confirm the customer reported complaint "would coagulate but not coagulate and cut through the tissue." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all the directions. The grips opened and closed properly. Upon visual inspection, the jaw ceramic dots were present. Energy was delivered without any issues and the electrical continuity test passed. The jaw gap passed with the .003" gauge. No logs were available. This complaint is being reported due to the following conclusion: the generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. This complaint is being assessed as a reportable complaint because the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the vessel sealer extend (vse) instrument "would coagulate but not coagulate and cut through the tissue." This issue occurred multiple times with various tissues. The customer used a new vse instrument and it operated appropriately with the sealing and the cutting of the tissue. The customer contacted a technical support engineer and was advised to return the defective vse instrument for failure analysis. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the robotics coordinator has not had the opportunity to follow up with the surgeon regarding the vse instrument issue. No further details or additional information have been received as of the date of this report.